Event description:
No additional information received from customer.

Manufacturer narrative:
Updated information was added to d8, d9, e4, h2, h3, h6 and h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cleaning disinfection and sterilization (cds) processes, where no obvious deviations from instructions for use were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 2 cfu/endoscope, bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025, sampling from: suction channels, cfu: <1 cfu/endoscope, bacterial identification: na. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 4 cfu/endoscope, bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: 1 cfu/endoscope, bacterial identification: kocuria sp. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: 5 cfu/endoscope, bacterial identification: sphingomonas paucimobilis and kocuria sp. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 100 colony forming units (cfus) of pseudomonas aeruginosa and proteus mirabilis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.